Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during the wedge resection procedure, the staples were not forming normally. No patient injury or extension in surgical time. Patient status is stable. No medical intervention required.